Event description:
The customer reported via phone call that he was changing the infusion set and the insulin pump got frozen on the fill cannula screen. The customer stated that he was then able to navigate through the screens but the act button would not respond on any of the menu options. Blood glucose value was 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced. The customer stated he would be out of the country for a few days and did not know the address. He would be calling back with the information to arrange the replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.